Event description:
Reporter indicated a vns patient was explanted due to infection. The infection was due to poor patient living conditions per the reporter. The causative organism is not known. The patient's infection cleared, and the patient has been reimplanted with a new vns system.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.